Manufacturer narrative:
Patient code 3191 was being used to capture the additional intervention performed. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. The clinical observation of insulation damage was confirmed based on the observation of a cut in the outer insulation at approximately 32 centimeters (cm) from the terminal end. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
This report is being filed to provide product analysis results.

Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, the helix would not extend after rotation of approximately 30 turns. The helix eventually extended, and the lead was able to be implanted. Then the pocket was closed, and the impedance measurements were greater than 3000 ohms. The pocket was reopened; the lead and connections were checked. A different device was used, but impedance measurements were still greater than 3000 ohms. Noise was also noted. At that point, a lead fracture was suspected. It was also noted that the physician cut the insulation to insert a guidewire for lead placement. The lead was removed, and a new lead was implanted. No additional adverse patient effects were reported.